Manufacturer narrative:
E2: health professional ¿ n (no) and e3: occupation - non-healthcare professional. Based on the results of the investigation, a definitive root cause could not be identified. A device history review (DHR) was completed, and no issues were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device cable failed the leak test. There was no patient involvement.